Manufacturer narrative:
Patient code was provided for vertical gas breakthrough. Patient code was provided for aborted procedure. All pertinent information available to abbott medical optics has been submitted.

Event description:
A laser vision correction patient experienced vertical gas breakthrough (vgb) during a laser treatment on the left eye. The surgery center was unable to lift the flap as a result of the vgb. The procedure will be converted to photorefractive keratectomy (prk) procedure. Best corrected visual acuity (bcva) from (B)(6) 2017. Right eye (od) pre-op 20/20 -6.25 x .00 x 90. Left eye (os) pre-op 20/20 -6.00 x -.25 x 120.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.